Event description:
It was reported that the implantable cardiac monitor exhibited a measured data anomaly. On (B)(6) 2014, a firmware download was performed, but did not resolve the issue. The device was explanted and replaced on (B)(6)2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Final analysis identified an intermittent high current which caused the reported premature battery depletion. The cause of the high current could not be determined.